Event description:
Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. X-rays reviewed by neurologist did not reveal any discontinuities in the ncp system. Further follow-up revealed that the generator was replaced due to "suspected end of service." It is not known whether device diagnostic testing was performed during generator replacement surgery. Device manufacturer suspects a potential lead break.